Manufacturer narrative:
The reported issue was unconfirmed. The root cause was unable to be determined as the reported issue was not duplicated. DHR was not required as the reported event was not an out of box failure. As the reported event was unconfirmed, labeling/packaging review was not required. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had pump issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had pump issues.